Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) reported the cns (pu-621ra sn: (B)(6) ) would not load historical data. The facility had a generator test and the ups did not work, which caused the cns to shut down for approximately 1 minute. When the unit came back up, saved data would not load. The cns displayed error message "data loading." Investigation conclusion: the root cause of the error message "data loading" is improper shut down of the pu-621ra due to loss of power. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. Issue was resolved by allowing the cns to rebuild its raid. No part was replaced during the process. No additional issues have been reported for this unit.

Event description:
The biomedical engineer (bme) reported that they had a generator test and their ups failed causing the central nurse's station (cns) to go down. When the unit came back up they were unable to load the historical data. This issue was resolved once the raid drives were rebuilt by themselves. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a generator test and their ups failed causing the central nurse's station (cns) to go down. When the unit came back up they were unable to load the historical data. This issue was resolved once the raid drives were rebuilt by themselves. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer (bme) reported that they had a generator test and their ups failed causing the central nurse's station (cns) to go down. When the unit came back up they were unable to load the historical data. This issue was resolved once the raid drives were rebuilt by themselves. No patient harm reported.